Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the keypad cover was intact with no visible damage or peeling. The ok, contrast, up arrow, and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed and there was evidence of contamination found under all button contacts. Additionally, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently unresponsive, there was contamination under the button contacts, and the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.